Event description:
Additional information received reported there was a critical alarm due to elective replacement indicator (eri) activation. It was noted there were no error messages, but only information regarding eri activation. The existing catheter implanted in (B)(6) 2011 was connected to the pump. The pump was being used to deliver baclofen.

Event description:
It was reported that the pump was explanted on 2013 (B)(6) due to an unspecified pump malfunction. It was unknown if there were any patient symptoms. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly shorting across insulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.